Manufacturer narrative:
(B)(4). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an interventional radiologist used the entuit start initial placement gastrostomy set to create the tract from the skin into the stomach. After placement of the gastrostomy tube, the patient experienced leaking of stomach contents into the peritoneum. As reported, they effectively had made too big of a hole. The patient was sent to surgery to fix the size of the hole. To date, additional event and patient information has not been made available.

Manufacturer narrative:
Additional information. Investigation evaluation: a review of documentation, instructions for use (IFU) and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. There are adequate controls in place to ensure the correct size dilators were placed in the set, and that the IFU provides adequate instructions for placement of the device. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.